Manufacturer narrative:
To resolve the problem, the reporter connected the esu device to an electrical isolation condenser and emi rings on inputs going to the olympus scope controller and other monitor power cords and inputs. The suspect device was not returned to olympus for evaluation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause was noise upon activation of the esu through the footswitch. As stated in the instructions for use: "electromagnetic propagation is affected by absorption and reflection from structures, objects and people." "Electromagnetic interference may occur in the vicinity of high-frequency electrosurgical equipment and/or other equipment marked with the indicated symbol."

Event description:
A user facility reported to olympus that when an electrosurgical unit (esu) was energized to cut/coagulate, the image on the monitor became grainy and dark; when de-energized, the image returned to normal. There was no patient injury, associated with the problem, reported to olympus.